Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g7,h1,h2,h3 and h6. During an endovascular repair (evar) treatment, the distal part 5cm from the first gold alloy marker back of a 5f pigtail super torque marker bands (mb) diagnostic catheter got broken and fell off in the patient¿s aorta. The physician succeeded to remove the tip of the catheter using a snare. The device was handled gently as per instruction before and during use. There were no kinks before usage. The device was used with non-cordis products. Additional procedural details were requested but not provided. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 17945369 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information provided, it is not possible to draw a clinical conclusion between the device and the reported event. Without the return of the device for analysis, the reported customer event ¿brite tip/distal tip ¿ catheters - separated - in-patient¿ could not be confirmed and the exact root cause could not be determined. Procedural/handling factors may have contributed to the reported event. It is noted that pigtail catheters are routinely entrapped during deployment of the aortic bifurcate component of aaa devices and this can cause stretching and narrowing of the catheter when pulled from this entrapment. It is not known whether this is the mechanism in this case. It is also important to ensure hydrophilic wires are properly activated with sterile saline before use to ensure uniform lubricity. According to the instructions for use (IFU), although not intended as a mitigation, ¿avoid entrapment of the catheter between other endovascular devices and the vessel wall. Avoid excessive friction on the catheter; avoid simultaneous introduction of the catheter and aortic graft devices through the same sheath. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque mb angiographic catheter positioning under high quality fluoroscopic observation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. Exercise care when removing guidewires from multiple-curve catheters.¿ neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# 17945369 presented no issues during the manufacturing process that can be related to the reported complaint. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an endovascular repair (evar) treatment, the distal part 5cm from the first gold alloy marker back of a 5f 110cm 6 side holes (sh) pigtail (pig) super torque marker bands (mb) diagnostic catheter got broken and fell off in the patient¿s aorta. The physician succeeded to remove the tip of the catheter using a snare. The device was handled gently as per instruction before and under use. There were no kinked before usage. The device used with non-cordis products. The device will not be returned as it was not saved and thrown away.